Event description:
The surgeon inserted a plate silicone lens model aa4204vl, diopter 20.5, and the msi-tr injector tore the anterior capsule. An anterior vitrectomy was performed. When the lens was removed, the incision was enlarged and sutured. The surgeon used another lens to complete the surgery.